Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and replaced the host board. The ventilator passed all required test and calibrations. (B)(4).

Event description:
Covidien received information stating that the patient was removed from the ventilator due to a 980 ventilator malfunction. On another ventilator due to the ventilator was continuously alarming. The patient was not harmed or injured as a result of the event.